Manufacturer narrative:
All the buttons functioned properly and no moisture damage found on keypad traces. Keypad connector was locked properly. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Device had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a battery out limit alarm. Customer was unable to clear the alarm. Esc and act buttons were unresponsive. Customer's blood glucose was 437 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.